Event description:
Ir md (interventional radiology medical doctor) was deploying a stent that did not fully deploy in the vessel, but the stent did not detached from the stent catheter. When trying to pull the stent back into the catheter it got stuck. Ir md called in vascular surgery and the pt had to go to operating room for a cut sown to remove the stent.